Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during an endovenous laser treatment procedure, resistance occurred when removing guide wire. Lesion details unknown. This 025/150 angled zipwire hydrophilic guide wire was selected and encountered resistance upon removal. The device was removed from the patient intact. The procedure was continued with another zipwire and completed the procedure successfully. No patient complications were reported. However, returned device analysis revealed skive damage occurred to polymer jacket material.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis and it was observed that after hydrating the complaint device, the specimen was easily removed from the dispenser. The complaint device coating appeared visually and tactile consistent when examined at 1x - 18 inches, unaided, wet. The device presented 5.55cm of skive damage to the polymer jacket material, oriented from proximal to distal beginning 52.00cm from the distal tip and terminating 46.45cm from the distal tip in a 2mm region of displaced polymer jacket material telescoped/"bunched" to create a localized oversized diameter of .0449. All skived material appeared to be firmly attached at the distal end of the damaged region. After drying out the complaint device, when examined at 1x - 18 inches, unaided, the visual and tactile surface appearance of the specimen was acceptable per the inspection criteria. Microscopically the device coating presented wear and abrasion with blood-like inclusions, consistent with clinical use. The complaint device appeared visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).